Event description:
It was reported that a bag had fallen off the tubing. The event occurred during set up and the home patient (hp) was not connected. The technical service representative (tsr) informed the caller to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.